Event description:
A bent issue was reported with the adc device. A customer reported that the sensor needle was bent and it was found inside the box of the sensor. The customer experienced symptoms described as ¿paralyzed¿, sweating, and a loss of consciousness. The customer self-treated with jelly babies and received additional unknown treatment from a third party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.